Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2017-00174. During a pulmonary vein isolation procedure an air embolism occurred. When it was attempted to insert the catheter into the introducer, st elevations were noted. An angiogram confirmed an air embolism in the right coronary artery (rca). The air was removed from the rca. The device was replaced and the procedure was completed with no adverse consequences to the patient.